Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer reported a ventilator with a high blower temperature alarm. There was no on-site evaluation by the manufacturer. This event was resolved in-house by the customer. There was no patient involvement. The customer reported that the replacement of the filter resolved this reported issue, and that the device was returned to service after this repair.